Event description:
It was reported the device longevity estimate was initially < 5 years, at the start of a follow up session. The thresholds were then reprogrammed, increased, and the subsequent longevity estimate was 2-3 years. It was recommended the longevity be checked at next follow up. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.